Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited higher than expected pacing impedance measurements. The measurements were not out-of-range. The lead was tested on the pacing system analyzer (psa) and the measurements were confirmed to be high. Therefore, during the upgrade procedure from pacemaker to cardiac resynchronization therapy pacemaker (crt-p), this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.